Event description:
Malfunction: system poor performance. The nurse reported system poor performance. The nurse stated one surgeon is noting the poor performance. The other surgeons using the system have not reported any problems and have continued to use the system. No patient injury was reported.

Manufacturer narrative:
The customer did not request service for the system. No samples were returned for evaluation. The root cause cannot be determined in this investigation. (B) (4). (B) (4). (B) (4).